Event description:
It was reported during an unknown procedure, the tip of the inner/outer sheath broke off inside a patient. The tip was successfully retrieved. Despite a less than 30 minutes delay, the procedure was completed using a back-up device, and no further harm to the patient was reported.